Event description:
Patient reported via regulatory agency "suspected bia-alcl symptoms (biocell model) ". This record is for the left side. The device remains implanted. Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed.

Manufacturer narrative:
Clarification to d6a: partial date of (B)(6) 2013 provided. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "suspected bia-alcl symptoms (biocell model)".